Event description:
It was reported to philips that the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site, checked the log file which showed a motor assembly error. The fse also ran the survey posttest which showed a c-arm box error. The root cause of the malfunction was a faulty advanced motion control (amc) unit. The fse solved the issue by replacing the amc unit. After the part replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.